Event description:
A diabetic nurse reported two incidents involving high readings on a customer's two freestyle mini meters. On the event date, the customer obtained a reading of 8.2 mmol/l on her meter. The customer became unconscious. An ambulance was called. A reading of 1.8mmol/l was obtained on the ambulance meter. The customer had severe hypoglycemia and was put on a glucose drip. During the night, nine days later, the same customer obtained a reading of 7.4mmol/l on her meter. The customer became unconscious. An ambulance was called. A reading of 1.2mmol/l was obtained on the ambulance meter. The customer had severe hypoglycemia and was put on a glucose drip.

Manufacturer narrative:
The ambulance meter comparison readings for both incidents were not taken within a ten min timeframe. The meters and test strips have been requested for investigations. A follow up report will be submitted if the products are returned. Second meter. Manufacture date - 21 dec 04.